Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The complaint/event involved a transfer set, pur yellow with chemolock¿ port that reportedly would not allow paclitaxel to be infused into a patient at the day hospital. The device prevented the administration of the medication. After that, the extension/transfer set was taken back to the pharmacy to be exchanged for another one. According to the report, the product was not reprocessed or re-sterilized before use. There was an unspecified delay in therapy for the patient; however, there was no harm or adverse event as result of this event. This report reflects second of four similar events/occurrences.

Manufacturer narrative:
The device was received for evaluation; no physical damage or anomalies were observed. The mating device was not returned. The returned unit was tested to the cracking pressure specification of the check valve and no flow was observed. The sample was viewed under uv light and there was excess of solvent around the tubing and the valve. The customer complaint of no flow can be confirmed. The probable cause was an error during assembly process during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.